Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The grips could open/close when input discs were manually rotated, however, the cable tension was lower than usual due to a failure of one of the distal end components. Additional observation not reported by site was a broken proximal clevis. The instrument was broken at the proximal clevis to main tube interface. The clevis was dislodged from the main tube as a result. Both the proximal clevis and the main tube were missing pieces. Engineering concluded the breakage was likely due to overloading at the tip. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; a dislodged clevis, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure the articulating motion was stuck on a large needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.